Event description:
It was reported that a customer experienced multiple occlusion alarms in the past two weeks, but the exact event date was not recalled. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, the customer changed the infusion set and cartridge, then resumed insulin therapy. The customer was experiencing recurring occlusions and requested follow-up assistance for further support.